Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that an impedance measurement was performed at 3.0 volts for an unrelated MRI, and resulted in high impedance values of greater than 2,000 ohms (unipolar) and greater than 4,000 ohms (bipolar) involving c/11. It was confirmed that the patient was receiving good therapy. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.